Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12902. It was reported that the patient presented remotely. Upon investigation, it was noted that noise was seen on the right ventricular lead. It was believed the noise was due to myopotential oversensing and was sensed by the implantable cardioverter-defibrillator and lead. Programming changes were discussed. The patient's condition was unknown.